Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. In addition, the following non-reportable malfunctions were found during the device evaluation: corrosion on the direction pin, chemical residue on the objective cover glass, debris under the eyepiece cover glass/inside the optical system, and a chipped lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the adaptor of the oes elite high-definition autoclavable telescope, where the light source plugs in, was missing. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device will be returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.